Event description:
Patient had purchased bausch & lomb renu eyedrops in march 2006 and has been using the solution off & on since then. On monday, september 26, 2006 her vision was somewhat blurry and so she used renu to treat for the irritation. The patient experienced an immediate reaction to the drops. She contacted eyecare and they told her to immediately discontinue the use of the eyedrops and to stop by their office. Patient was examined by dr together with another dr. Determined that patient had contracted fusarium fungal keratitis. First dr prescribed lortab (7.5/500) for pain and amphotericin-b to cure the infection. The patient was discharged that afternoon. Note: bausch and lomb moistureloc solution was recalled 4/13/06 for keratitis implications.